Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device peeled off on the belly of the patient. The white sticky gauze came off the clear circular tape which had remained on the tegaderm dressing that remained on the belly. Event occurred while in use with the patient, there was no medical intervention required.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2024-07988 for details pertinent to this event.